Manufacturer narrative:
Concomitant medical products: other medical products in use, during the event include: brand name: interstim, product ID: 3889-28, (lot: (B)(4)), product type: 0200-lead. H3: analysis of the returned lead identified, that the lead was returned segmented. However, electrical testing of the returned segment(s) determined, that continuity was complete. And there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient who was implanted with an implantable neurostimulator (ins). For fecal incontinence. It was reported, that the outer protective coating separated from the area where the lead attaches to the insertion connection. The wires were exposed. And rep noted, they could see the wires. Rep noted, they went to do a battery change. And upon disconnecting the lead from the 3058 battery they discovered, that the outer sheath of the lead was separated. Rep reiterated, that the exposed wire was seen and the lead was not fully intact, so it was removed completely. And a (B)(4) lead was implanted.